Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal morphine 10 mg/ml at 2.854 mg/day and bupivacaine 20 mg/ml at 5.709 mg/day via an implanted pump for non-malignant pain and radiculopathy. The clinical diagnosis was intrathecal (it) medication side effects and the programming date from the most recent refill prior to the event was (B)(6) 2016. On (B)(6) 2016 a 23% in daily dose was made and the patient was receiving morphine 10 mg/ml at 3.505 mg/day and bupivacaine 20 mg/ml at 7.010 mg/day. The pa dose was increased 51% on (B)(6) 2016. The patient reported numbness of the right side of her body on (B)(6) 2016 and numbness following personal therapy manager (ptm) activations on (B)(6) 2016. Interventions included reprogramming on (B)(6) 2016 and the bupivacaine was removed and rotated opioid from morphine to hydromorphone. The etiology of the event was related to the device or therapy/drug; specifically the intrathecal bupivacaine (increased dose) and not related to the implant procedure. The outcome was ongoing. The patient reported numbness on the right side of her body following the addition and then dose increase of bupivacaine. On (B)(6) 2016 the patient's pump was refilled without bupivacaine and the opioid was rotated from morphine to hydromorphone. On (B)(6) 2016 the patient reported numbness following ptm activations. As the bupivacaine had previously been removed from her pump and the patient also reported poor pain relief, the patient had requested a catheter revision. Per provider, if the revision was not successful at restoring pain relief, consider a surgical referral.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs. No catheter issue was identified.

Event description:
Additional information received on 28-feb-2017 indicated that the cause of the catheter revision was 'decrease in pain relief'.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical event indicated that the outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.